Event description:
The article, "pulmonary artery perforation from right heart catheterization: successful management using the ping pong guide technique", was reviewed. The article presented a case study of an (B)(6) female patient with a history of heart failure, severe biventricular dysfunction, severe mitral regurgitation (mr), flail of middle scallop of posterior mitral valve, ischemic and nonischemic cardiomyopathy, atrial fibrillation, hypertension, chronic kidney disease, hypothyroidism, mixed asthma, chronic obstructive pulmonary disease, osteoarthritis and gastrointestinal reflux disease. On an unknown date a mitraclip xtw was chosen for implant. During the procedure, while advancing the clip to the mitral valve, blood was noted in the endotracheal tube. The amount of blood was not significant. Therefore, the decision was made to continue with the procedure. The clip was deployed. It was then noted that more blood appeared in the endotracheal tube. The patient also presented with ventilation and oxygenation issues. A 7f balloon wedge catheter was advanced and angiography demonstrated a perforation of the pulmonary artery with a large pseudoaneurysm. The balloon wedge catheter was inflated to stop the bleeding. A 12 x 8mm amplatzer vascular plug was chosen to occlude the vessel. The device was implanted. The patient's mr grade reduced to mild and was discharged. \[the primary and corresponding author was (B)(6).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: pulmonary artery perforation from right heart catheterization: successful management using the ping pong guide technique b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.